Event description:
It was reported that the device was used during a sigmoidectomy. During the first use of the device, the jaw was placed over the bowel and the device was closed. The surgeon wanted to open the jaws to reposition the device. He opened the jaws by pushing the release button (as usual), however, all the staples were left in the bowel - the staples were in the open position. He did not touch the firing trigger. The surgeon had to remove, one by one, the open staples in the intestines of the pt. The procedure was prolonged by ten mins. There was a hematoma to the intestine. No adverse consequence to the pt was reported.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.